Event description:
The initial reporter advised shiley of the pt's death following an alleged failure of the pt's ionescu-shiley pericardial xenograft heart valve. The initial reporter indicated that the cause of death was listed on the report as "failure of the mitral valve".